Event description:
It was reported that the pt experienced an overdose within mins of the pump refill in 2008. The pt was admitted to the hosp. The pt was discharged to home on two days later. The pt continued to experience nausea.